Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited fluctuating pacing impedance measurements, and gave an out of range pacing impedance measurement. It was also noted that this lead was sensing noise. A lead malfunction was suspected, and a surgical procedure was scheduled to replace this lead. Until then, this device was programmed to monitor + therapy because of the noise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.